Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that during the implant attempt, a j-shape competitor guidewire was unable to advance in to the left ventricular (lv) lead. The wire was switched to a straight guidewire, yet the straight wire also would not advance out of the tip of the lv lead. The lead was replaced with suspicion there was an issue with the lumen. A new lead was attempted using the same straight guidewire and experienced no difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Product event summary: the full lead was returned and analyzed. The distal conductor was obstructed. The tip seal was dislodged. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the guidewire. A fresh 0.014 guidewire was unable to pass through the lumen of the lead and came to an obstruction at the distal end the lead. The tip seal was dislodged and was obstructing the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant attempt, a j-shape competitor guidewire was unable to advance into the left ventricular (lv) lead. The wire was switched to a straight guidewire, yet the straight wire also would not advance out of the tip of the lv lead. The lead was replaced with suspicion there was an issue with the lumen. A new lead was attempted using the same straight guidewire and experienced no difficulty. No patient complications have been reported as a result of this event.